Event description:
No blood glucose levels reported. The customer reported a low battery alert, a weak battery alert, a bad battery alert and battery out limit alarm from the insulin pump. The customer reported installing new batteries on the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer reported that the display of the insulin pump returned after installing a new battery. The customer also reported a no delivery alarm and button error alarm from the insulin pump but declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).